Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 22 mg/ml bupivacaine at a dose of 5.2778 mg/day, 1,200 mcg/ml baclofen at a dose of 287.8 mcg/day, and 20 mg/ml dilaudid at a dose of 4.798 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. The alarm was a critical alarm for low battery reset and reset occurred. The logs reveal that this occurred on (B)(6) 2017. The pump logs had already been checked and catheter dye study had been performed. The rep stated that a dye study had been performed on (B)(6) 2017 to check on patient's symptoms of pain. The dye study showed no issues. It was reviewed to program the pump out of minimum rate mode and that the pump could reset again. The rep was to discuss with the hcp that patient may need oral medication to address symptoms if this were to occur over the weekend again. It was reviewed that the pump was planned to come out but had not been scheduled yet and when it was removed to return it to the manufacturer for analysis. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep) on 2017-apr-04. It was reported that the pump was explanted and replaced.

Event description:
Additional information was received from a consumer (con) on 2017-mar-22. It was reported that a manufacturer's representative (rep) was in the hospital with the patient on (B)(6) 2017 and was notified then. The patient had a pump that critically alarmed and he ended up in the emergency room (ER). The patient was taken out of the hospital by an ems. The patient was in pain. The patient wanted to know if when critical alarm occurs if the pump stops delivering medication. The patient said the pump alarmed due to end of life (eol). The patient had pump replacement surgery, only the pump, not the catheter. The patient said this happened a week before his refill and that he was in the ER on (B)(6) 2017 trying to get his pain under control. Patient stated he felt like he was getting shocked everywhere in his body, and thought this was from the baclofen withdrawal.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.